Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "while removing triathlon ts trial femoral component with offset and 150mm stem attached the 2mm trial offset disassociated from the femur. Surgeon was using the slap hammer. The stem + offset were still in femur. Removed offset from stem, screwed on a stem extender and removed stem. Outcome was fine and finished case with no complications. Added ten minutes to case."